Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height drawer 6 clicked three times but failed to open. A field service engineer (fse) opened the back panel and found that the ball bearing cage was out of position in the rail due to broken bumpers. The fse removed the drawer, replaced all bumpers, and reinstalled the drawer. The fse then rebooted the station, and the customer was able to recover the drawer and complete multiple inventories successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a2n-b pyxis drawer failed to open. User tried to recover the storage space the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.